Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00912; 3005168196-2019-00915.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet7 kit, and a penumbra system 3max reperfusion catheter (3maxc). It should be noted that the patient's anatomy was tortuous. During the procedure, while attempting to track a jet7 over the 3maxc to make the first pass, the physician experienced resistance and subsequently, the jet7 was unable to advance any further. The jet7 was therefore removed and was no longer used in the procedure. The physician then attempted to track another jet7 over the same 3maxc and the same issue occurred. This jet7 was also removed and was no longer used in the procedure. It was also reported that upon retraction of the 3maxc during the second pass the physician experienced resistance and subsequently, the 3maxc became kinked approximately 20 cm from the distal end. The 3maxc was therefore removed and the procedure was continued using a penumbra system ace 68 reperfusion catheter (ace68) and another 3maxc. There was no report of an adverse effect to the patient.